Event description:
It was reported that the sponge of a minicap with povidone-iodine solution detached from the device. The issue was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was returned and analyzed. Visual inspection confirmed the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was unable to be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.